Event description:
It was reported that the patient presented to the hospital for a device follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited non-capture and loss of p-waves sensing. Chest x-ray confirmed that the ra lead had dislodged. Programming change to vvi 80 bpm was made; the ra lead was subsequently repositioned on (B)(6) 2026. The patient was in stable condition post-procedure.